Event description:
It was reported that the patient was admitted on (B)(6) 2022 with (B)(6) driveline infection and abscess at exit site. The computerized tomography (CT) scan showed 3 cm of soft tissue at the exit site, but no tracking to the pump. The blood cultures were negative. The patient was started on vancomycin, and the patient was taken for wound debridement on (B)(6) 2022 with wound vacuum-assisted closure (vac) placement. The patient was deemed stable for discharge on (B)(6) 2022 with plans to stop intravenous (IV) vancomycin on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.